Event description:
Boston scientific received information that the clinician stated the left ventricular (lv) lead exhibited an out of range impedance measurement. The clinician also stated that they were unable to view the out of range impedance in the daily measurements within the arrhythmia logbook. Technical services explained that the episode was likely overwritten. Additional information was received from the field representative that the patient has not been seeing in the office to date. The physician has opted to wait until the patient's regular scheduled follow-up visit. No additional information is available at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. An x-ray of the device found that both the left ventricular and right ventricular tip header wires were fractured at the header feed-through entry point. No electrical testing of the device was performed due to the fractured header wires. Loose/separated headers are due to an insufficient bond strength between the header and the device case. Loose/separated headers and/or header flexing that occurs while implanted may cause fractured header wires due to cyclic fatigue and result in out of range impedance measurements, as was noted in this case.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted seven years later for an anomaly reported on report 2124215-2018-12578.